Event description:
The chest tube was placed in the pt in 2005. Later that day, after having been returned to the hospital room, it was noticed that the hub had separated from the catheter, and the device had migrated into pleural space. The next day the pt went to surgery to have the device removed and another one placed.